Manufacturer narrative:
The hba1c reagent lot number was 76563501, with an expiration date of 31-may-2025. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with tina-quant hemoglobin a1cdx gen. 3 on a cobas c 303 analytical unit. The sample initially resulted in an hba1c value of 10.6 %. The result was outside of the assay reference range, so the customer repeated the sample. The repeat result was 5.44 %. The repeat value was reported outside of the laboratory and matched the patient's history.

Manufacturer narrative:
The field service engineer observed that the reaction cells were overflowing. The issue was resolved by the engineer. The investigation determined the issue was resolved by the service actions.